Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, he had suffered a hypoglycemic episode at work during which he became very confused. Prior to his hypoglycemic episode, patient had made insulin therapeutic adjustments based on cgm's values alone, which is a practice against cgm's user's guide recommendations. Paramedics were called and patient was treated with glucagon. Patient will be sending his cgm back to dexcom to obtain and review cgm data around the time of the event. At the time of his call to dexcom technical support, patient was feeling better.